Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50-250 mg/dl. Low bg cause was not known. The customer declined to provide additional information and declined to perform further troubleshooting with tandem technical support.